Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists device thrombosis and infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient stated that they were not feeling well and was experiencing pain in their bone and muscles, and around the driveline site. The patient did not experience fever, chills, chest pain, paroxysmal nocturnal dyspnea, or edema. The event history showed decreases in speed from 9000 rpm to 8100 rpm. The patient reportedly had run out of zoloft and ativan, and was feeling worse without the medication. It was also reported that the patient is non-complaint with medications and equipment and has an active driveline infection that he refuses to care for. The log file was reviewed and a slight increase in pump power and a decrease in the average pulsatility index over time were noted. Pump thrombus was suspected; however, the patient is not a surgical candidate and is not eligible for a pump exchange. The patient was admitted to the hospital and was closely monitored, and later discharged at an unspecified time. The patient is currently being treated with anticoagulants, and is not experiencing any further issues.